Manufacturer narrative:
Analysis showed the generator was functionality ok. Both leads were ok, but cut through (suspected explant damage).

Event description:
Health care professional reported the pt had exacerbation gastroparesis after dialysis. The pt had uncontrolled bleeding (site not specified) and was hospitalized. The pt death was due to respiratory failure and cardiac arrest. It is unknown if an autopsy was performed.